Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's wife called technical services and reported patient encountered air detected in cassette warning message on the cycler during drain 2 of 4 and had drained 1833/3000. Patient's wife canceled the treatment and thereafter found fluid leaking under the cycler and on back of the cassette. On follow-up with patient's wife she stated patient completed treatment with manuals before receiving the replacement cycler. Patient's wife stated the set was returned with the cycler. Patient's wife stated patient's effluent had remained clear.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.